Event description:
It is alleged by the attorney that the patient "experienced a fracture of her right proximal femur in (B)(6) 2015" where she was implanted with a stryker gamma 3 trochanteric nail. It is further alleged that in august of 2016, the patient "experienced a sudden substantial increase in pain" which resulted in a revision surgery that took place on or about (B)(6) 2016.

Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device is not available.

Event description:
It is alleged by the attorney that the patient "experienced a fracture of her right proximal femur in (B)(6) 2015" where she was implanted with a stryker gamma 3 trochanteric nail. It is further alleged that in (B)(6) 2016, the patient "experienced a sudden substantial increase in pain" which resulted in a revision surgery that took place on or about (B)(6) 2016.